Event description:
Per the clinic, the patient developed an infection at the implant site subsequent to a blow to the head. The device was explanted (B)(6), 2011. It is unknown whether there are plans to reimplant the patient with another device..

Manufacturer narrative:
Per the patient's surgeon, the patient was reimplanted with a new device (B)(6) 2011. Device not available for analysis. This report is filed (B)(4) 2012.

Manufacturer narrative:
(B)(4)